Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy. Arctic sun device primes and stops. Guided to diagnostics screen, system hours 4005, pump hours 1090, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Device again primed and stopped. They went to check to see if they have another device to try the pad with and they did not. They will need to order both pads and device in their facility, so they were unable to help more at the moment. Recommended to try the pad with a new device first. If this works, then send the device to biomed for further troubleshooting monday. If that did not work, page them again when they had the new device/pad, and they can do further troubleshooting together. No further calls from this account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy. Arctic sun device primes and stops. Guided to diagnostics screen, system hours 4005, pump hours 1090, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Device again primed and stopped. They went to check to see if they have another device to try the pad with and they did not. They will need to order both pads and device in their facility, so they were unable to help more at the moment. Recommended to try the pad with a new device first. If this works, then send the device to biomed for further troubleshooting monday. If that did not work, page them again when they had the new device/pad, and they can do further troubleshooting together. No further calls from this account. Per follow up information received via phone on 12mar2025, spoke with primary nurse, who noted they were unable to find another device or pad set. The doctor ordered therapy to stop and patient removed from the device. Thermal regulation was completion by a different method. Said they usually dispose of pads once removed from the patient. They were not sure if these pads were kept because they were not the one to remove them.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse trying to start therapy. Arctic sun device primes and stops. Guided to diagnostics screen, system hours 4005, pump hours 1090, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Device again primed and stopped. They went to check to see if they have another device to try the pad with and they did not. They will need to order both pads and device in their facility, so they were unable to help more at the moment. Recommended to try the pad with a new device first. If this works, then send the device to biomed for further troubleshooting monday. If that did not work, page them again when they had the new device/pad, and they can do further troubleshooting together. No further calls from this account. Per follow up information received via phone on 12mar2025, spoke with primary nurse, who noted they were unable to find another device or pad set. The doctor ordered therapy to stop and patient removed from the device. Thermal regulation was completion by a different method. Said they usually dispose of pads once removed from the patient. They were not sure if these pads were kept because they were not the one to remove them.